Event description:
During a training session provided by philips, a physician reported an incident where he stated that the device did not work as expected. In this incident the involved pt died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.